Manufacturer narrative:
Follow-up #1: date of submission 09/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed a pump reboot associated with a battery change. The battery compartment was cracked and the returned battery cap threads were stripped. The battery cap was unable to fit onto the pump; therefore, pump reboots were duplicated. A test battery cap was used and was able to fit and maintain electrical connection. There was no further power interruption or other errors, alarms or warnings during the investigation. The pump¿s cover was removed and there was no intermittent condition found to the print circuit board. Unrelated to the original complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was losing power and the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.